Event description:
These replacement brush heads became loose/would not fit snugly on the toothbrush, always falling off [device breakage] no adverse event [n adverse event]. Case description: an adult female consumer reported the oral-b precision clean brushheads fell off of two different oral-b rechargeable toothbrushes, version unk. Her family had used 100-150 brush heads in the past and had never had this problem before. No symptoms developed.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.